Manufacturer narrative:
Importer's information: establishment name: (B)(6); address: (B)(6); telephone number: (B)(6); contact person: (B)(6); email address: (B)(6). Importer sent report to FDA: submission date: mar 10, 2025; importer report number: 1057985 - 2025 - 0000026.

Event description:
On 28feb2025, johnson and johnson vision care (jjvc) employee sent an email to the acuvue abiliti¿ overnight brand contact lens (cl) manufacturing site (menicon b.v.) Informing them of the following adverse event. Menicon b.v. Recorded it as complaint ID (B)(4) and informed the manufacturer (menicon co.). Adverse event information: on 13feb2025, an email sent by a johnson and johnson employee advised a patient (pt) was diagnosed with a "possible corneal infection" with a resulting scar that does not impact the visual acuity (va) while wearing an acuvue abiliti¿ overnight brand cl. On 26feb2025, additional information was received. The treating eye care professional (ecp) reported the pt was in the office on (B)(6) 2025, asymptomatic, and was prescribed lotemax four times daily (qid). The pt was seen by the ecp for additional follow-up (fu) visits on (B)(6) 2025 and (B)(6) 2025 with "slow improvements of edema". On 28feb2025, additional information was provided: the treating ecp reported that the pt experienced a "corneal infiltrate like an immune response with white cells, but not infectious as pt was treated with lotemax qid for 1 week and never used antibiotics to treat the pt." The pt resulted with a minor central corneal scar, not affecting the va. The pt had a follow-up (fu) visit last week and completed the treatment with all symptoms resolved. The ecp advised that "the pt is young and should be fine and able to continue to use lenses." The suspect product was received by jjvc, returned to menicon b.v. For evaluation and is currently in transit. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Importer's information: establishment name : johnson and johnson vision care, inc. Address : (B)(6). Telephone number : (B)(6). Contact person : (B)(6). Email address: globalmedical@its.jnj.com. Importer sent report to FDA. Submission date : mar 10, 2025. Importer report number : 1057985 - 2025 - 0000026.

Event description:
On 28feb2025, johnson and johnson vision care (jjvc) employee sent an email to the acuvue abiliti¿ overnight brand contact lens (cl) manufacturing site (menicon b.v.) Informing them of the following adverse event. Menicon b.v. Recorded it as complaint ID (B)(6) and informed the manufacturer (menicon co.). - adverse event information - on 13feb2025, an email sent by a johnson and johnson employee advised a patient (pt) was diagnosed with a "possible corneal infection" with a resulting scar that does not impact the visual acuity (va) while wearing an acuvue abiliti¿ overnight brand cl. On 26feb2025, additional information was received. The treating eye care professional (ecp) reported the pt was in the office on (B)(6) 2025, asymptomatic, and was prescribed lotemax four times daily (qid). The pt was seen by the ecp for additional follow-up (fu) visits on (B)(6) 2025 and (B)(6) 2025 with "slow improvements of edema". On 28feb2025, additional information was provided. The treating ecp reported that the pt experienced a "corneal infiltrate like an immune response with white cells, but not infectious as pt was treated with lotemax qid for 1 week and never used antibiotics to treat the pt." The pt resulted with a minor central corneal scar, not affecting the va. The pt had a follow-up (fu) visit last week and completed the treatment with all symptoms resolved. The ecp advised that "the pt is young and should be fine and able to continue to use lenses." The suspect product was received by jjvc, returned to menicon b.v. For evaluation and is currently in transit. If any further relevant information is received, a supplemental report will be filed.

Event description:
Menicon conducted the investigation of the lenses returned by the patient. Details of the investigation results are shown in b6. The conclusion of the investigation was that no abnormalities were found. In the initial report, we reported that the patient was treated with a mild scar that did not affect the va. If any further relevant information is received, a supplemental report will be filed.